Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored in addition to the battery compartment being cracked and the battery cap threads being stripped. This report is made based on results of investigation completed on 12/22/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the display screen was dim and discolored. Additionally the battery compartment was cracked and the battery cap threads were stripped. Unrelated to the display and battery compartment issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).